Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 6 months post implant of this 29mm bioprosthetic valve implanted in the pulmonary position, the valve was explanted and replaced with an unknown valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.